Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of saline solution at a rate of 100ml/hr, for a duration of 30 minutes, and the delivery was started. No further programming parameters were provided. It was reported that 10 minutes after the delivery was started, the device alarmed for "air in line". At that time, it was noted that the medication container was empty. The device was removed from clinical service. It was unk if a replacement device was obtained to resume therapy. There were no reported adverse pt effects, no medical interventions were implemented. Though requested, no add'l info was provided.

Manufacturer narrative:
The device has been received (B)(4) 2014. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.